Manufacturer narrative:
Date of event - event date was reported to be january 4. Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter. The device was visually examined for any shaft damage and the functional testing of the device was completed. The device showed a kink located 1cm from the tip. The device ran as designed pertaining to the rotation of the device. Functional analysis was done by completing the aspiration testing of the device. Test results showed that this device did perform as designed per the test procedure specification withdrawing 50ml of fluid in the 1minute time frame. Inspection of the remainder of the device, revealed no irregularities.

Event description:
It was reported a loss of aspiration occurred during use. A 2.4mm jetstream xc catheter was selected for use in an atherectomy procedure located in an unspecified lesion. During the procedure inside the patient, aspiration was lost. The procedure was completed with a different angiojet catheter. There were no patient complications and the patient's status is fine. It was further reported that the lesion was located in the right superficial femoral artery (sfa). No known defects were noted.

Manufacturer narrative:
Event date was reported to be (B)(6).

Event description:
It was reported a loss of aspiration occurred during use. A 2.4mm jetstream xc catheter was selected for use in an atherectomy procedure located in an unspecified lesion. During the procedure inside the patient, aspiration was lost. The procedure was completed with a different angiojet catheter. There were no patient complications and the patient's status is fine.